Manufacturer narrative:
Product complaint # ==>(B)(4). Ventricular fibrillation/ thrombosis : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided.

Event description:
The user facility reported patient had an impella cp placed to support the patient in st-segment elevation myocardial infarction. While on support, a thrombectomy to the left anterior descending artery was performed. Throughout the time in the cath lab, the patient went into ventricular fibrillation and required at least 15 shocks. Additionally, upon arrival to the intensive care unit (ICU) from cath lab, the right groin dressing was saturated with blood and oozing out from the sides. There was no hematoma. Per the intensivist (who was present in cath lab), this was an issue in lab that the doctor was aware of. There was oozing from hub site, which did not improve with addition of two sutures. Surgical was placed at the site before it was dressed and the doctor gave ICU the directive to not change the dressing. Afterwards, it was noted that there was no more hemolysis or groin bleeding. The patient is no longer on impella support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.